Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6). Additional phone number: (B)(6).

Event description:
The customer complained of a discrepant meter to laboratory result with coaguchek xs meter serial number (B)(4) and a laboratory using the siemens thormborel s method. The initial meter reading was 4.5 inr and the laboratory result was 3.42 inr. On (B)(6) 2018, the meter reading was 4.4 inr and the laboratory result was 3.49 inr. The customer's therapeutic range is 3 - 3.5 inr. There was no allegation that an adverse event occurred. The customer goes to the laboratory every 4 days for testing. Relevant retention test strips (lot 330462) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from (B)(6) donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
No product was returned for investigation. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.